Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump was unresponsive. Reportedly, the pump was exposed to liquid and got wet. During troubleshooting, the pump display turned on when plugged into a power source. Customer¿s blood glucose was not impacted.

Manufacturer narrative:
H6: removed 2885, added 1503 h6: removed 2885, added 1503